Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time was not synchronizing, the options to pull out medications were greyed out. A technical support specialist logged into the station and server, compared the time, and verified that station pyx-3aw was 2 hours behind the server time, the station time was then changed to follow the server time. The system functioned as intended after the technical support specialist resolved the issue. E1: facility name- (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the time was not synchronizing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.